Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 7297971 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Root cause description: root cause can¿t be confirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that before use of the syringe 5ml saline fill (B)(6) sp the plunger rod is separated from plunger. Foreign complaint the following information was provided by the initial reporter: before use, customer complaint 1ea flush plunger rod is separated from plunger.